Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation; therefore, the reported condition was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was user error. The patient stated the spike was not completely seated in the supply bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check supply line alarm that occurred on the home choice (hc) during prime. The technical services representative (tsr) instructed the hp with troubleshooting. The hp pushed the spike into the bag and moved the clamps. The hc was back to prime and the alarm repeated. The hp stated it may be a bad bag. The technical services representative (tsr) informed the hp to start over using new supplies. On (B)(6) 2011, product surveillance contacted the hp who confirmed he did not notice anything unusual with the supplies and further stated he did not have the spike in all the way on the supply bag. The supplies were discarded and the lot number was not known. No patient injury or medical intervention was reported.